Manufacturer narrative:
B3: october 2025 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had leakage from the connector part. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.